Event description:
This report was received via the return of an intraocular lens, model 912/17.00(d), indicating a bent haptic. In f/u with the ophthalmologist's assistant, an 89 year old man underwent cataract extraction for intraocular lens implant on 5jan99. The intraocular lens was folded and placed in the insertor. The haptic did not appear to be bent prior to starting the procedure. The intraocular lens was implanted and did not fall into place as it should. The haptic was bent in the other direction. Initial incision of 3.0mm was made to implant the intraocular lens. A 5.2 mm incision was required to explant the intraocular lens. The ophthalmologist implanted another MFR's lens without further incident. A full recovery was reported. The returned intraocular lens has been seen for investigation.